Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and the unit displayed an initialization screen and continuously reset. Functional testing could not be completed because of the continuously reset condition. The customer complaint could not be confirmed because of the continuous reset condition. A root cause could not be determined.